Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a health professional and describes the occurrence of myalgia ('myalgia') in a female patient who had essure inserted. In 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced myalgia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with removal of the devices on (B)(6) 2019). At the time of the report, the myalgia had not resolved. The reporter considered myalgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: normal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-mar-2020. The most recent information was received on 02-apr-2020. This spontaneous case was reported by a health professional and describes the occurrence of myalgia ('myalgia') in a female patient who had essure inserted. In 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced myalgia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with removal of the devices on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the myalgia had not resolved. The reporter considered myalgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.